Event description:
Olympus (oit) was informed via repair request that when the customer visera elite ii video system center is powered but the screen on the front panel remains black. The problem was observed after the procedure. No death, injury or harm was reported.

Manufacturer narrative:
The olympus field service engineer went onsite to the user facility to inspect the referenced device. The customer¿s reported problem was not confirmed as the device was working appropriately. Various tests were performed on the touch screen. Visually inspection noted mechanical stresses made on the instrumentation, but no defects were detected. The device will not be returned. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event (no image) was unable to be identified. Olympus will continue to monitor field performance for this device.